Event description:
It was reported that the patient presented to the hospital after experiencing syncopal episodes. The pulse generator exhibited backup vvi operation. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.